Manufacturer narrative:
(B)(4). The customer returned the product lid stock and a broken introducer needle for evaluation. Both the needle hub and cannula were returned. Visual examination revealed the needle cannula was broken and separated at 1mm below the hub. A cross-section of the broken ends of the cannula revealed they are oval shaped indicating that the cannula was bent then dented during insertion. Microscopic examination confirmed the dented cannula at the break and no other damage was observed with the needle hub or cannula. The separated cannula measured 62mm in length from the broken end to the needle bevel tip. Approximately 1mm of the needle cannula is visible protruding from the needle hub. The outside and inside diameter of the cannula were found to be within specification. The needle hub was attached to a lab inventory male luer syringe and the fit was secure. A device history record review was performed on the introducer needle and no relevant issues were identified. The reported complaint that the introducer needle broke during insertion was confirmed through visual examination of the returned sample. The cannula was bent, dented and broken just below the hub. The cannula met specifications for length and wall thickness and a device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the sample evaluation, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer alleges that during insertion, the plastic hub of the puncture needle broke. Puncture needle was removed. A new set was used successfully.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges that during insertion, the plastic hub of the puncture needle broke. Puncture needle was removed. A new set was used successfully.